Manufacturer narrative:
The investigation of hemolysis and positioning issues has been completed. The impella device was not returned for evaluation. Positioning issue: clinical states that the initial placement of the pump appeared to be pointing posterior with pigtail under the papillary muscle and repositioning was unsuccessful. Pump was not returned. As per the clinical information provided, the pump's initial placement was incorrect and therefore, the root cause of the positioning issue was most likely use related to improper technique due to incorrect initial positioning. Hemolysis: clinical states that after implant the echo showed pump in a bad position where the pigtail was under the pap muscle. Pump was not returned and data logs were not returned as well. Therefore, as per the clinical information provided, the root cause of the hemolysis issue was most likely improper positioning of the device where the pump was facing the posterior with pigtail under the pap muscle due to improper technique.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant reported that the positioning of an implanted impella cp pump appeared to be pointing posterior with the pigtail under the papillary muscle. Attempts to reposition the pump were unsuccessful and the decision was made to explant the device. It was also noted that the patient had hemolyzed labs at this time and up until explant. The procedural outcome was the patient survived surgery.